Event description:
It was reported that a non-abbott guide wire was advanced into a non-abbott guiding catheter via radial access and past lesions in the mid left circumflex (lcx) coronary artery. Pre-dilatation of the lesion was then performed with a 2.0x15 voyager balloon dilatation catheter (bdc); dissection in the lcx was noted. A 2.5x15 xience v rx stent delivery system (sds) was then advanced to treat the lesion in the lcx, however, the xience v sds was unable to cross through the proximal lcx, despite multiple attempts to cross with no force applied. When withdrawing the 2.5x15 xience v rx sds from the anatomy, resistance was felt and the stent dislodged in the left main to proximal segment of the lcx. An attempt was made to snare the dislodged stent using both a balance middleweight and the same non-abbott guide wires (double guide wire winding technique), but was unsuccessful. To prevent stent embolization, a smaller 1.5x15 voyager bdc was advanced through the dislodged stent and the stent was deployed with 12 millimeters (mm) of the deployed stent within the target lesion with the other 3mm deployed in healthy tissue; the patient began to experience chest pain and an angiography showed exacerbation of the dissection. A 3.0x8 voyager nc bdc was then advanced and inflated at high pressure to complete the stent expansion, as planned, resolving the chest pain. Angiography showed good blood flow to the lad. The dissection self resolved. No resistance was noted at any time during the use of each voyager device. Treatment of the lesion was considered satisfactory with no plan to treat the remaining 3mm segment.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted in the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two unknown voyager dilatation catheters mentioned are being filed under separate manufacturer report numbers. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided. Guide wire: balance middleweight. Guide catheter: jl4.0. (B)(4) - against resistance. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted in the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.